Event description:
It was reported that while using the bd vacutainer® lithium heparin blood collection tubes that the stopper pulled out of tube when in an analyzer. This event occurred 30 times. The following information was provided by the initial reporter: 1. Occurrence # is 30. Did all 30 tubes actually have the alleged stopper issue? Yes. 2. What speed was the centrifuge set at when the tube defect occurred? -- 1200rpm. 1. To confirm if the defect occurred on patients' sample or control sample? -- patients' sample 2. To confirm if any wrong results were reported to doctors? -- no. The customer claimed that the inner cover fall down after centrifugation,one of every three or four there is a problem.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for improper assembly was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed as no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly based on the provided photo. The following fields have been updated with additional/corrected information: b.5. Describe event or problem: it was reported that while using the bd vacutainer® lithium heparin blood collection tubes that the stopper pulled out of tube when in an analyzer. This event occurred 30 times.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® lithium heparin blood collection tubes that the stopper pulled out of tube when in an analyzer. The following information was provided by the initial reporter: occurrence # is 30. Did all 30 tubes actually have the alleged stopper issue? Yes. What speed was the centrifuge set at when the tube defect occurred? 1200rpm. To confirm if the defect occurred on patients' sample or control sample? Patients' sample. To confirm if any wrong results were reported to doctors? No. The customer claimed that the inner cover fall down after centrifugation,one of every three or four there is a problem.